Event description:
The territory manager reported via phone call that the customer experienced high blood glucose levels. The customer complained of sickness and had recently had surgery. The caller stated that the customer believed the cause of high blood glucose was an issue with the insulin pump. The customer declined troubleshooting assistance and requested replacement of the insulin pump. The customer's blood glucose ranged between 218 mg/dl to 461 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-57801.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.